Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that device was not maintained properly. A field service engineer, cleaned and greased all contacts on tower latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has door failure. The customer stated that user was able to remove the medication from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.